Event description:
It was reported that a patient had a leak from a crack in the transfer set¿s tubing. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received by baxter, but the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional tests including leak testing, clear passage testing, clamp function testing were performed with no issues noted. The reported problem of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.